Event description:
Customer reported the insulin pump is not delivering the correct bolus amount. Customer blood glucose level was 275 mg/dl, but the estimated amount kept showing zero. Troubleshooting was performed. Treated with eight units manual injection. Customer stated the wizard will estimate to take 0.4 units but customer feels she needs to take more when her blood glucose is 270 mg/dl. Doctor inputted the setting in for the customer. Customer is new to the device. Customer was advised the device determines the bolus based on the insulin sensitivity and the target blood glucose. Customer checked her blood glucose and it went up to 313 mg/dl. Customer was advised to contact doctor for the settings and to wait a little longer to see if her blood glucose will lower. Customer agreed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.